Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii, discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/rupture was received on july 18, 2024, with lot number 409778. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed broken assessed as fold flaw opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-45624. Aware date should have been listed as 13/aug/2024.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii, discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exchange.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii, discovered during surgery. The device has been explanted and replaced.